Manufacturer narrative:
(B)(4). The CAPA number was not providedin the follow-up medwatch report, 6000001-2010-00928 002. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received but has not yet been evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The software version was inadvertently omitted in the follow-up medwatch report, 6000001-2010-00928 001. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Event description:
During service at baxter, a technician reported a colleague infusion pump that has an inoperative channel select on channel b phm (pump head module). The reported condition was identified during product evaluation. There was no documented patient injury or medical intervention necessary. The device software version is currently unknown. No additional information is available.